Manufacturer narrative:
Fsca number: 3005334138-3/22/22-001-r.

Event description:
During device preparation, the catheter was connected to the tactisys, however there were no contact force available. All the connections were checked with no resolution. The catheter was replaced and the issue was resolved. The procedure was completed with no adverse patient consequences.

Manufacturer narrative:
The reported event of contact force not being available was confirmed. Optical fibers1,2 and 3 no longer met specifications for optical properties, and no contact force was displayed when the returned device was connected to the tactisys quartz unit. Further investigation revealed optical fibers1,2 and 3 intermittently met specifications for optical properties when force was applied to the distal tip, consistent with a deformation of the tip assembly and the reported event. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the deformation of the tip assembly remains unknown.the product investigation did not confirm the product non-conformance noted in fsca 3005334138-3/22/22-001-r, that was previously reported.